Event description:
A report was received from (B)(6), stating that the device would not lock completely into the muffler and it also rotates. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the devices, and it was determined that the console cable assemblies had a defect that allowed them to rotate within the connector housing, so the red dots that are used to align the motor to the console when connecting them not lining up properly. While the connector were still functional and a motor could be attached, it could create confusion and make it more difficult for the user to assemble. It was determined that the problem with the console cable assemblies was due to a supplier error, and we have initiated corrective action with the supplier in order to correct the issue and prevent a recurrence. If additional information is received, a supplemental report will be sent. (B)(4).